Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) was causing extracardiac stimulation and oversensing noise leading to inappropriate atp. The patient was asymptomatic. On (B)(6) 2021, the rv lead was capped and replaced. The patient was stable throughout procedure.